Event description:
Patient reported inaccurate erratic results from their one touch profile meter. Patient obtained a reading of 135 mg/dl on their meter. Patient was taken to emergency on monday with a glucose reading of 25 mg/dl and treated with IV glucose. Time difference not mentioned. Sending a letter to obtain more information.